Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt called to ask where she could go to get the ins removed. She asked her pain management hcp and they told her to call the manufacturer. The reason for removal was the device stopped working a couple of years ago. Pt tried to jump start it over and over. She had it jump started before. It was doing ok and then she was having trouble charging again. Pt now has other issues going on and needs several mris. Emailed healthcare provider (hcp) listings. No symptoms/patient complications reported.